Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (normal patient range 1.6 ¿ 2.6 mg/dl) initial 7.5 mg/dl, repeat result = 1.7 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (normal patient range 1.6 ¿ 2.6 mg/dl) initial 7.5 mg/dl, repeat result = 1.7 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) replaced the tubing, peristaltic head (rohs) of the architect c4000 processing module as the part was due to be replaced and deemed the likely cause. The architect c4000 processing module function was verified with a control/precision run. The instrument service history for the architect c4000 processing module serial number (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium patient results or qc out of range after service intervention. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.